Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that during dsa the power was down because the safety switch was over 30 ma. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and affected part(s). Based on the system symptoms and issue pattern, the customer service engineer replaced the noise filter and returned the noise filter to the manufacturer for detailed investigation. The returned noise filter was examined in detail, and it was confirmed that the issue was a result of the defective noise filter . In the opinion of the technical expert, the most probable root cause is an external high-voltage spike that caused the generator to break down. After hardware replacement of the noise filter there were no further issues and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefor, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.